Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. The analysis results found that the cdh33a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported by the affiliate that during an "enterostoma" rectum procedure, the surgeon fired stapler, noises were normal, but donuts was incomplete, anastomosis was incomplete, incomplete staple line. Took new instrument, other surgeon fired, same problem. Discontinued operation, no further information is available. Delay of two hours.

Manufacturer narrative:
(B)(4). Report received cdrh as initial on (b)($) 2014 and error as duplicate (1 of 3). Resent and errored as duplicate (2 of 3) (B)(4) 2015. Resent as follow up 2 (B)(4) 2015. The analysis results found that the cdh33a device arrived in good visual condition. The breakaway washer was present and cut and there were no staples present, indicating that the device achieved a full firing stroke. The device was reloaded with staples, a new washer was placed on the device and it was tested for functionality. It fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete and the staples were noted to have the proper b-formed shape. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported by the affiliate that during an "enterostoma" rectum procedure, the surgeon fired stapler, noises were normal, but donuts was incomplete, anastomosis was incomplete, incomplete staple line. Took new instrument, other surgeon fired, same problem. Discontinued operation, no further information is available. Delay of two hours.

Manufacturer narrative:
(B)(4). Additional information: upon review of the information provided, it was concluded that although two devices were received for this event, only one device was noted to have a quality issue and with analysis findings that meet the FDA's defined criteria of a reportable event; therefore, only one medwatch is valid and the medwatch associated with this supplemental report should be voided.